Manufacturer narrative:
Reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that several contacts had high impedances. In turn, surgical intervention was undertaken where in the lead was explanted and replaced, resolving the issue.